Event description:
Crm received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion and returned for analysis. There is no evidence of any allegation from the field regarding this device. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection discovered a separated header. There were no field allegations against the device or header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes. No failures of this type have been observed since implementation of the enhancement. This issue is discussed in the product performance report.